Manufacturer narrative:
B3: unknown; no information has been provided to date. The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a tracheostomy tube may have allowed water to leak into the patient¿s airway when the cuff was inflated during sleep. The patient, a 24/7 ventilator-dependent adult female, stated this had been occurring for approximately 9¿10 months and resulted in respiratory-related issues and increased need for suctioning. The patient also reported a lung injury related from having extra or unnecessary droplets at night. There was no delay in critical therapy reported, and no drug or fluid involvement. Patient identifiers were provided.